Manufacturer narrative:
Device was received with a critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime or seating test, basic occlusion, occlusion, force sensor and displacement test due to the critical pump error. Unable to verify pump error 35 or download due to download anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 600 mg/dl and current blood glucose was 523 mg/dl. The customer was treated with syringes. The insulin pump had critical insulin pump error and also had another insulin pump error. The customer received open book image. The customer been using the insulin pump system within 48 hours of reported high blood glucose event. The customer stated that they were not using the auto mode feature. The insulin pump will be returned for analysis.